Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse replaced the sample loop, rotor seal and stator face, sample needle, small syringe and 3 buffer valves. The fse also replaced the rehodyne valve, verified proper operation, and ran precision, calibration, and quality control (qc); all passed with no errors. The g8 was working as intended. No further action required by fse. The probable cause of the event was injection valve failure.

Event description:
On (B)(6) 2015 a customer reported low total areas (ta) and flow rate adjustment issue when using new column with their g8 analyzer. Technical support (ts)confirmed buffers and column are f lot, current flow was 0.96, ts modified flow to 1.05 and then 1.09. Following trouble shooting on phone, problem remained. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.